Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the monitor failed incoming testing and displayed code 204. The cause of the inability to communicate with a test electrode belt and the code 204 is a damaged belt receptacle connector and internal wire. The cause of the damaged connector and wire is excessive force placed on the receptacle while the belt was connected. No adverse event resulted from the damaged receptacle..

Event description:
A us distributor returned a monitor indicating that it would not communicate with a test electrode belt.